Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photograph provided by the customer was evaluated. The photograph displayed a cartridge tip. Due to the photographic quality no further evaluation could be performed. The product was returned to the manufacturing site for evaluation. Visual inspection of the returned device was performed under magnification. The complaint device presented with viscoelastic residue distributed through the cartridge. On the outside of the cartridge appeared to be a film. Further evaluation by a third-party laboratory revealed that the material is consistent with a mixture containing an acrylic species and a sodium salt similar to sodium hyaluronate. The fourier transform infrared (ftir) analysis did not generate a match with any of the materials used throughout the manufacturing process. The complaint issue of foreign material - loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of cartridge tip cracked/damaged was not confirmed during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a if explanted; give date: not applicable, as the cartridge is not an implantable device. Section d6b if explanted; give date: not applicable, as the cartridge is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white substance had been found in the tip of the cartridge. The tip of the cartridge was also found to be jagged. It is unknown if there was patient contact with the device. No patient injury was reported. No further details were provided.